Event description:
The distrib utor became aware on 6/14/93 of an incident involving a glidecath while performing a cerebral angiogram. A complication of a distal embolus to the leg developedx from an unknown source. E mbolization was performed utilization a forgarty catheter., retrival of an old clot at that time as well as a newly formed clot was successfully scomplished. The patient experienced no sequelae from this event. It has been suggested inappropriate prepping of the catheter may have contributed to the eventdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded. The device was destroyed/disposed of.